Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patient was experiencing extreme hard of hearing. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patient was experiencing extreme hard of hearing. The patient will undergo an ipg replacement procedure.